Event description:
It was reported that the arctic sun device have failure to power up. Per follow up information received via email on (B)(6) 2022, there was no patient involved. After transportation the equipment was damaged after starting up. Per follow up information received via email on 17-sep-2022, after the device was transported, a blue screen was displayed when the device was powered on, and error 64 (non-recoverable system error) was reported when the device was restarted. The equipment was transported without empties from the tank. Per follow up information received via email on 19-sep-2022, the blue screen was displayed when the device was powered on for the first time. However, it was normal after restart. There was water in the equipment when it was transported. There was no patient involved, they received function verification error 64 (non-recoverable system error) was found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. A device history record review was not required as the report event was unconfirmed. The reported event was unconfirmed, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device have failure to power up. Per follow up information received via email on 08-sep-2022, there was no patient involved. After transportation the equipment was damaged after starting up. Per follow up information received via email on 17-sep-2022, after the device was transported, a blue screen was displayed when the device was powered on, and error 64 (non-recoverable system error) was reported when the device was restarted. The equipment was transported without empties from the tank. Per follow up information received via email on 19-sep-2022, the blue screen was displayed when the device was powered on for the first time. However, it was normal after restart. There was water in the equipment when it was transported. There was no patient involved, they received function verification error 64 (non-recoverable system error) was found. Per follow up information received via email on 23sep2022, the blue screen resolved after restarting, but the error could not be cleared.